Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). Device interrogation on (B)(6) 2024 10:07:41 was flagged for review meaning at least 1 electrode pair is less than or equal to 300 ohms or greater than or equal to 4,000 ohms. Electrode pair 0 <(>&<)> 14: 34056 ohms; electrode pair 1 <(>&<)> 14: 15081 ohms; electrode pair 2 <(>&<)> 14: 15238 ohms; electrode pair 3 <(>&<)> 14: 15262 ohms; electrode pair 4 <(>&<)> 14: 15385 ohms; electrode pair 5 <(>&<)> 14: 15385 ohms; electrode pair 6 <(>&<)> 14: 15368 ohms; electrode pair 7 <(>&<)> 14: 15323 ohms; electrode pair 8 <(>&<)> 14: 15143 ohms; electrode pair 9 <(>&<)> 14: 15436 ohms; electrode pair 10 <(>&<)> 14: 15467 ohms; electrode pair 11 <(>&<)> 14: 15555 ohms; electrode pair 12 <(>&<)> 14: 15542 ohms; electrode pair 13 <(>&<)> 14: 15528 ohms; electrode pair 14 <(>&<)> 15: 20527 ohms. Device interrogation on 31-oct-2024 13:38:42 was flagged for review, meaning at least 1 electrode pair is less than or equal to 300 ohms or greater than or equal to 4,000 ohms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.